Manufacturer narrative:
The patient weight was not provided. (B)(4). Approximate age of device - 1 year. (Calculated from the date when the mobile power unit was issued to the patient). The mobile power unit is not a single use device. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that a red alarm occurred. It was reported that the patient put the black connection in the white connection and vice versa. The alarm occurred due to the mobile power unit's software. The patient was given a new mobile power unit with upgraded software. No further information was provided.